Event description:
As initially reported to customer relations: there was a product complaint of zilver ptx stents shutting down 2 hours after placement. The doctor is unhappy that our stents shut down hours after the procedure, leading to more invasive surgical procedures and an extended hospital stay for his patient. The following additional information was received on 21 feb 2025. They referred to stents in the description of the event, implying multiple stents were used, but a quantity of 1 is listed in the "reported, used qty" field. It was confirmed that 3 stents were used. In the description of the event, the user referred to the stents shutting down, which is a generic statement and open to interpretation. It was clarified that there was a complete loss of flow with 0 patency. Images of the device and/or procedure are available and attached. The device was flushed before the procedure as per IFU, and there were no issues with flushing. The doctor used whisper wires as well as glidewires (terumo) but was not able to recall which he used for the stent. The approach used to access the target site was contralateral access. The target location for the stent was the proximal and mid sfa, and it was placed in the proximal and mid sfa. The wire guide was not removed from the patient prior to advancing the delivery system, and there was no issue with the stent tracking. The delivery system crossed the target location without issues. Pre-dilation was performed ahead of the placement of the stent with a 4mm balloon. The patient's anatomy was not difficult or altered, and there were no previous bypasses, tortuosity, calcification, or other alterations. No resistance was encountered when advancing the wire guide, delivery system, or deploying the stent. The stent was fully deployed in the patient before removing the delivery system, and after deployment, the stent appeared to be fully opposed and open. Post-dilation was performed after the placement of the stent, and no portion of the device broke off. There were no issues with the thumbwheel, and it did not spin freely or rotate without stent release or retracting the stent retraction sheath. The delivery system was not kinked or twisted during advancement or deployment. No damage was observed on the wire guide or delivery system. The intervention required was an attempted recross, but after failure, a fem-pop bypass was completed. The secondary intervention was performed 2 hours following the initial procedure. No other defects were observed on the delivery system prior to return.